Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. It was noted that the lv lead had deterioration of the stimulation threshold measurements. The lead was not used, and another lead was implanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.